Event description:
An authorized service provider (asp) reported to ventec that the device was delivering lower than set fio2 (fraction of inspired oxygen). There was no reported patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it delivering lower than set fio2 (fraction of inspired oxygen) was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the metering valve.